Manufacturer narrative:
Additional manufacturer narrative - the device serial number was found. .

Event description:
It was reported via clinical affairs that a (B)(6) female patient experienced an arrhythmia event same day post implant of an edwards aortic bioprosthetic valve. Event description as follows: "no intrinsic rhythm, being v-paced, pacer dependent, on milrinone gtt, ppm to be placed". Records indicate the patient had an av sequential permanent pacemaker with transvenous electrodes for complete av block. The edwards aortic bioprosthetic valve remains implanted with no reported malfunction.

Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the patient underwent an implant of a permanent pacemaker to treat the event. The subject aortic bioprosthesis remains implanted in the patient with no reported malfunction.